Event description:
The surgeon reported, an intraocular lens (iol) was exchanged due to dislocation. It was also reported that the replacement lens was a different diopter. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no complaints in the lot. Additional info was requested from the surgeon on 1/24/2008 by fax and by mail and on 2/1/2008 by phone. Additional info has not been received. This report was mailed to FDA on: 02/21/2008.